Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The duraseal 5ml 1 kit/box ce approved (dsd5001) was subsequently returned for evaluation: failure analysis - investigation showed that the sample returned included 2 syringes (borate/phosphate last one received was connected to the vial), 2 holders, 1 y-connector, and 2 loose spray tips. Loose spray tips, y-connector, and holders were visually inspected. None of the components were damaged and all presented signs of usage. Both syringes were visually inspected, and no damage was detected; however, the borate syringe was apparently unused while the phosphate syringe was received connected and filled into the vial. The vial was received not fully pressed (red line is visible) and empty, and marks of blue solution were outside of the assembly. The connection between phosphate syringe and vial was evaluated and it was observed that it was not fully screwed; the syringe was screwed to verify the connection and no discrepancies were detected. After sample evaluation, the failure mode could not be observed and proper assembly required to complete instructions to mix and withdraw solution were apparently not followed. As a result, the complaint is not confirmed. Root cause - the product received was tested and the failure mode reported is not confirmed. Additionally, the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the dfmea, potential cause of failure include: issues with performance. The risk remains acceptable per the risk analysis; therefore, no enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the blue precursor of the duraseal (dsd5001) leaked when the fluid was drawn back into the syringe after mixing with powder in the vial. The patient was prepped for surgery; however, the product was not in contact with the patient. Additionally, no delay in procedure or patient injury reported.

Event description:
N/a.

Manufacturer narrative:
The duraseal 5ml 1 kit/box ce approved (dsd5001) was not received for analysis; therefore, the investigation could not confirm the complaint. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. However, device history record (DHR) review and trending were performed as part of the evaluation, evidencing that proper finished good testing was performed prior to release as indicated in the DHR. The risk remains acceptable per the risk analysis, and no enhancements or improvements were generated for the reported condition. Per the fmea, potential causes of failure include ¿issues with performance.¿ the complaint will be closed as could not be reliably determined, and should new information become available, we will reopen and amend the investigation as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.